Manufacturer narrative:
Evaluation in progress, but not yet concluded.

Event description:
During preventative maintenance of the device, the field service representative reported that the occluder head wobbled on the mount and the threads were stripped. Since the event occurred during preventative maintenance, there was no pt involvement during this event.